Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no known impact to the customer's blood glucose (bg) levels for the past occlusion alarm; the customer's bg level during the current occlusion alarm was 427mg/dl and a manual injection was administered to address the bg level. A system check was performed using the current supplies and the occlusion was found to be within the cartridge. A cartridge change was performed to address the occlusion alarm.